Manufacturer narrative:
Date sent: 12/12/2008. Evaluation summary: the analysis results confirmed that the el5ml device was received non-functional. The device was cycled and properly formed the clips. However, the device was noted to have sticking issues during testing. No broken or missing components were noted during evaluation. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, "the device broke in surgery". Another device was used to complete the procedure. There was no adverse consequence to the patient.